Event description:
In 2006, the patient presented to the emergency room with a ruptured aneurysm in the abdominal aorta. The patient's anatomy was very large. The physician chose to treat the aneurysm with a gore excluder aaa endoprosthesis. The physician was aware that the patient's anatomy was outside the recommended sizing instructions for use guidelines. Follow-up angiography revealed a type I proximal endoleak. A re-intervention was deemed necessary and on the following month, a cook zenith cuff was implanted to resolve the leak. The patient tolerated the procedure. Films are not being sent to gore.

Manufacturer narrative:
Device remains functioning in the patient. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.